Manufacturer narrative:
The endowrist vessel sealer instrument was returned to isi and evaluated by failure analysis. Failure analysis was unable to confirm the customer reported complaint that the instrument would not seal. The instrument passed a self-test on multiple attempts. In addition, the instrument passed electrical continuity testing, a grip force test, and an electrode gap test. The endowrist vessel sealer instrument was plugged in properly with no issue to an instrument control box (icb). The blue light lit up on icb indicating power was being delivered and the unit was properly connected. An energy activation test was then conducted on the system. No faults or error messages appeared during in-house testing. A wet paper towel was held between the instrument's grips and steam was observed when the seal pedal was pressed. Steam generation from the towel indicated active power and a complete circuit. No loss of power or intermittent energy was observed. Isi has attempted to contact the site to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report. A follow-up MDR will be submitted if additional information is received. The site's system logs were reviewed with a procedure date of (B)(6) 2016. An analysis of the error logs indicated several pedal durations for energy activation were recorded with the instrument. No related errors or faults were found. This complaint is being reported due to the following conclusion: the site claimed that the endowrist vessel sealer instrument was not sealing during a da vinci-assisted surgical procedure. However, the instrument was evaluated by isi and the customer reported failure mode could not be replicated. No trouble was found. Also, there is no allegation that a patient was injured due to the reported instrument issue.

Event description:
It was reported that during a da vinci-assisted prostatectomy procedure, the endowrist vessel sealer instrument was allegedly not sealing. There was no claim that a patient injury occurred. On (B)(6) 2016, intuitive surgical, inc. (Isi) contacted a hospital employee at the site and confirmed that the endowrist vessel sealer instrument had sealing issues.